Event description:
The pt is reportedly experiencing overly loud stimulation and sound quality issues with his internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that it is functioning. Surgery to explant the patient's device will be scheduled.